Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor came on solid, all at the same time, not blinking, and had been on for "a few days." Attempts to reset the monitor by unplugging it and plugging it back in were not successful. The monitor had previously transmitted successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor came on solid, all at the same time, not blinking, and have been on for "a few days." Attempts to reset the monitor by unplugging it and plugging it back in were not successful. The monitor had previously transmitted successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that all of the indicator lights on the remote monitor came on solid, all at the same time, not blinking, and have been on for "a few days." Attempts to reset the monitor by unplugging it and plugging it back in were not successful. The monitor had previously transmitted successfully. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The defect was in the control of shift registers. The monitor was tested with an implantable device, it successfully performed a manual interrogation as evidenced by a double-beep, and then proceeded to dial via the modem, the anomaly noted was that all lights remained lit during the entire process.